Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This device was explanted due to eri, possibly from rv lead which was explanted due to fracture, noise, and inappropriate shock. Should additional information become available, this file will be updated.